Event description:
It was reported that the patient lot stimulation when pressure was applied to the implantable neurostimulator (ins) implant site. The extension was replaced and the system was then fully functional. Stimulation was fully restored and no more stimulation losses were reported. The physician suspected a problem with the extension near the ins connection.

Manufacturer narrative:
The extension was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.